Event description:
The customer reported cracking and leakage at the spin male luer of the extension tubing. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.